Event description:
During the index procedure two in.pact av access balloons were used to treat the right arm. Approximately 15 months post procedure patient suffered moderate stenosis at the outflow of the basilic vein stent in upper humerus level of right extremity fistula. 8 mm balloon used to dilate the stenosis at the outflow of the stent in the upper humerus with prolonged inflation of 2 minutes. Improved flow through the stent on subsequent venogram. Index procedure target lesion was treated, no drug coated balloon was used in this intervention procedure. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.